Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic lobectomy, on resection of the pulmonary artery, the stapler was unable to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced the device of another manufacturer to complete the case. There was no patient injury.